Event description:
Peritoneal dialysis patient reported fluid leaking from the transfer set. Reportedly, the leak was from the area where the tubing joins the patient safe lock connection end. The patient was placed on prophylactic antibiotics, but to date has not presented with any signs or symptoms of peritonitis. The sample is not available for evaluation.